Manufacturer narrative:
Medela customer service was unable to resolve the suction issue through troubleshooting. Customer was offered a discount for a new pump for which she declined at the time of the call. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Attempts to follow up with the customer to get additional complaint information were unsuccessful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to medela customer service that her pump in style breast pump has low suction. She also stated her doctor diagnosed her with a mastitis infection and prescribed her antibiotics.